Manufacturer narrative:
Per the clinic, there was an excision of the skin overgrowth (date unknown). The skin overgrowth had been treated with topical steroids (on an unknown date). The abutment was removed on (B)(6) 2020 under a general anaesthetic. The implant remains in-situ. This report is submitted on march 2, 2020.

Event description:
Per the clinic, there was an excision of the skin overgrowth (date unknown). The skin overgrowth had been treated with topical steroids (on an unknown date). The abutment was removed on (B)(6) 2020 under a general anaesthetic. The implant remains in-situ.

Manufacturer narrative:
This report is submitted on january 28, 2020.

Event description:
Per the clinic, the patient experienced ongoing issues of infection and skin overgrowth at the abutment site. The implant remains in-situ.